Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d4: catalog number: complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: partial number provided as the serial number was not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted section d6b - explant date: not applicable, as there is no indication that the lens was implanted section e1 - telephone number: +49 61165607 section h4: device manufacture date: unknown, as the serial number was not provided. Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a capsule rupture. The plan was to implant a dcb intraocular lens (iol). No further details were provided.